Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number: 2017865-2018-10891. During follow-up, phrenic nerve stimulation symptoms were observed due to left ventricular (lv) lead dislodgement. Diagnostic imaging was performed and confirmed lv and right atrial (ra) lead dislodgement. The issue was resolved by explanting and replacing the lv and ra leads. The patient was in stable condition and experienced no adverse health consequences.